Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in romania, during a transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 valve, the balloon burst at full inflation. The valve was successfully deployed. Withdrawal difficulties were noted as the balloon was unable to be retracted into the esheath. The devices were withdrawn as a unit with no patient injury. The patient is stable post procedure. The perceived cause of the event was due to extensive calcification.

Manufacturer narrative:
The device was returned for evaluation. The returned device was visually examined and the following was observed: radial tear at proximal shoulder and longitudinal tear burst at inflation balloon area observed. Balloon material was found bunched. Sheath liner was delaminated. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. The reported events were confirmed by visual examination of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No other visual abnormalities were observed on the returned sample. An existing technical summary written by edwards lifsciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported the patient presented heavy calcification of the valve and annulus, with a suspected bicuspid type 1 with calcified raphe between rcc and lcc. Moreover imagery revealed the presence of calcium at anulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.